Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d9, d10, e1(initial reporter name), e2, e3, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation, health effect clinical code, health effect impact code), h11. Corrected data : h6 (medical device problem code). A getinge field service engineer (fse) found traces of oxidation on the part concerning the helium cylinder connection area. Elimination of the defect by replacing the helium filling unit. Helium filling unit replaced because it was defective. Operation tests performed with positive outcome. The fault did not cause harm to operators/patients. Repair completed, the equipment can be used.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had oxidized helium cylinder issue . There was no patient involvement and no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had oxidized helium cylinder issue .